Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a power system error and low battery alert less than one week. The customer blood glucose level was unknown at the time of the incident. The customer reports battery replacement alarm occurs immediately after replacing batteries. The customer did not troubleshoot the issues. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was not received stuck in manufacturing mode. Unit was received with normal operating currents and no unexpected low battery alarm noted. Insulin pump trace download analysis confirmed the insulin pump alarmed power error, power loss alarm, replace battery alert, replace battery now alarm. The power management tool confirmed power error, power loss alarm, replace battery alert, replace battery now alarm was triggered battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance printed circuit board. After disconnecting and reconnecting the internal battery connector on printed circuit board, the insulin pump was monitored and functioned properly. Unit was received with cracked select button keypad overlay, minor scratched lcd window, scratched case and partially detached reservoir tube retainer.